Event description:
The patient had a cataract extraction with lens implant in 1982 by another doctor elsewhere. Was first seen in this office 1/28/93 as a consultation. Patient was told that blood in the vitreous was too dense to see the back of the eye. Doctor performed glaucoma surgery & the rotation of the iul.on 5/12/93 the same iul was removed and exchanged with another lens. This procedure was not performed in our asc, but in the hospital.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.